Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
A report was received that that the patient's spinal cord stimulator (scs) stopped working after a non-device related surgery. It was noted that the patient's ipg would not charge and it would not connect to the remote control. It was unknown whether electrocautery was used during the patient's non-device related surgery. It was also reported that the patient was experiencing a jolting and painful increase in perceived stimulation levels. The patient underwent an ipg replacement and was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 ( (B)(4)) device evaluation indicated that the device passed all tests performed. Upon receiving, the device was in hibernation, and it was charged fully in one charging cycle. The battery depletion and sleep current rates were within the expected ranges the device was turned off. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Ac/dc current leakage tests and residual gas analysis verified no loss of electric current as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's spinal cord stimulator (scs) stopped working after a non-device related surgery. It was noted that the patient's ipg would not charge and it would not connect to the remote control. It was unknown whether electrocautery was used during the patient's non-device related surgery. It was also reported that the patient was experiencing a jolting and painful increase in perceived stimulation levels. The patient underwent an ipg replacement and was reportedly doing well postoperatively.